Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda) requiring an additional clip. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The first clip delivery system (cds) was advanced to the mitral valve and placed in a a2/p2 position. Grasping was successful and the clip was deployed. After the gripper line was removed, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). One additional clip was implanted for stabilization, reducing the mr to 1. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on the available information, the reported single leaflet device attachment was likely a result of challenging patient anatomy. The reported additional therapy/non-surgical treatment was a result of case specific circumstances, as one additional clip was deployed to stabilize the slda. There is no indication of a product quality issue with respect to manufacture, design or labeling.